Event description:
Pt found unresponsive in his hospital bed. His chin rested through the bed upper left side rail spacing (bed entrapment zone 1), while his torso lay off the bed with his feet touching the floor. Pt resuscitation was not successful. Cause of death was determined by medical examiner to be accidental due to asphyxiation.